Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-oct-2018 with the following findings: during investigation, the battery compartment was found to be cracked. There was a battery compartment leak. The pump was opened and there was evidence of moisture corrosion found near the motor flex and in the battery compartment. There was a cs 078 and 009 alarm observed in the black box alarm history. The issue was duplicated during investigation, there was internal moisture damage found near the motor flex connector. Due to moisture, the motor was not working.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue led to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.